Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the level sensor cable was defective and sending it back. He could not see any damage and the mounting was ok, because he could make it fail hooked to the reservoir and the new cable would work on the same reservoir. The fsr replaced the yellow level sensor and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. The reported complaint was confirmed. During laboratory evaluation the product surveillance technician (pst) observed "level disconnected" alarm when sensor cable was agitated. The pst determined that damage to the black wire of the sensor cable was the cause of the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "disconnect" alarm with the yellow level sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.